Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump showed a dead battery after only using the battery for a couple of days. The customer's blood glucose level was 140 mg/dl. Before any troubleshooting was performed, the call was disconnected. The device will not be returned for analysis.